Event description:
The customer reported a no delivery alarm while attempting to prime. The insulin pump also alarmed motor error during the call. Troubleshooting was performed, and the insulin pump did not pass the displacement test. Advised that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during priming and displacement test due to a corroded motor home switch. Unable to perform the excessive no delivery alarm test due to the motor damage.